Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a physician from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd4 1.5 therapies. On an unreported date, a break in aseptic technique occurred during the peritoneal dialysis. On an unreported date, the patient experienced peritonitis, which required hospitalization. The cause of the peritonitis was the break in aseptic technique. The patient was treated with unspecified antibiotics. On an unreported date, the patient recovered and was discharged from the hospital. It was not reported if the patient was retrained in aseptic technique, therefore the outcome of the event of break in aseptic technique was unknown. Extraneal and dianeal therapies were ongoing with no change in dosage. The physician stated that the event of peritonitis was not related to extraneal and dianeal therapies but was clearly due to a break in aseptic technique. A causality statement was not provided for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.